Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -16.00 diopter was implanted into the patient's eye and removed because it was ripped. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.